Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3. H6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) evaluated the unit and replaced the video generator board as a precaution. All functional and safety test were performed. Unit is back in clinical use. The failure analysis and testing department received the following parts associated with this complaint: kit, display monitor to video gen. Board mwts cable assy, spv video gen. Board(part of kit) edm display monitor board(part of kit) these parts were received with a reported unit failure message of screen flickering occurred.performed visual inspection of these received parts and all parts looks to be in good condition. Installed kit, video gen. Board to display monitor board into the cardiosave test fixture sn (B)(6) and tested separately and together to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn 0070-00-0639 revision r. Performed functional tests and passed. Pumped the cardiosave test fixture and did not observe screen flickering. The fat dept, could not verify the failure message of screen flickering. Kit, video gen. Board to display monitor board passed testing. Retaining kit, video gen. Board to display monitor board in the fat dept. Per procedure 0002-07-d008 rev as. Based on the information in the complaint, no root cause can be determined as the failure could not be replicated by the fat with the returned parts

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, while during use on a patient, the cardiosave iabp unit's screen was flickering, and there were also artifacts. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.